Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. The health care professional (hcp) would monitor the measurements. No adverse patient effects were reported. The lead remains in service.